Event description:
Device 2 of 4. Reference MFR. Report: 1627487-2015-21117. Reference MFR. Report: 1627487-2015-21119. Reference MFR. Report: 1627487-2015-21120.

Event description:
Device 2 of 5. Reference MFR. Report: 1627487-2015-21117, reference MFR. Report: 1627487-2015-21119, reference MFR. Report: 1627487-2015-21120, reference MFR. Report: 1627487-2015-21126.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR. Report: 1627487-2015-21117, reference MFR. Report: 1627487-2015-21119, reference MFR. Report: 1627487-2015-21120, reference MFR. Report: 1627487-2015-21126.

Manufacturer narrative:
Results: the analysis of the quattrode leads was completed with no visible anomaly and passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.